Event description:
An attempt was made to deploy a 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent into a pt. However, it was reported that the stent "burned off." No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results:(based on the limited info available, the root cause of the event cannot be determined). Stent dislodgement.